Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom "ec 224 that will not clear and was during set up for a patient" was not reproduced. Review of the ehl confirms multiple occurrences of the reported symptom and shows there was wireless connection activity, the pump was disconnected then connected to ac power. Evaluation did not identify any component discrepancies associated with the reported symptom and the assignable cause is bug #294.

Event description:
It was reported that a spectrum pump displayed system error 224 during therapy (medication, programmed amount and delivery rate unknown) in the maternity care area. Any patient injury or medical intervention is unknown. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.